Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change with a contact detach infusion set, the user observed insulin leaking from the pitchfork area and later discovered the short tubing had not been filled, resulting in hyperglycemia and alerts for glucose above 300 mg/dl for over 90 minutes; subsequent guidance enabled proper use of fill tubing and fill cannula, confirmation of insulin at the needle, and successful reconnection. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute sequelae. Outcomes included transient elevation of blood glucose with no hospitalization and no need for professional medical treatment. Investigation included complaint review, user interview, and product-use troubleshooting and education. Investigation of this case revealed user handling and use of device feature contributed to an infusion delivery issue, with the infusion set and short tubing implicated due to incomplete tubing prime and initial leakage at the connector. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause unclear for the transient hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.